Event description:
Patient contacted dexcom technical support on (B)(4) 2014, to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. At the time of the call to dexcom technical support, patient did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. However, a data log was received and downloaded on (B)(4) 2014. A review of the downloaded data log confirmed the reported event of inaccurate blood glucose values.